Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately five weeks post hvad implantation the patient reportedly fell at home twice, hitting his head. He called the vad coordinator who instructed him to immediately go to the emergency department (ed). Upon admission the patient complained of a headache, but was otherwise stable. A CT of the brain revealed a small subdural bleed. As a result he was transfused three units of fresh frozen plasma before being admitted for observation. Repeat inr's drawn post-transfusion were 2.0 and 1.8. While on the unit the patient also reportedly developed seizures. He was discharged home twelve days later with continued complaints of headache and requiring the use of a cane for ambulation. A follow up CT scan taken after the patient's discharge indicated resolution of the bleed. Additional information received indicated that the patient was doing well at home despite having fallen three times since his discharge due to difficulty with ambulation. This event is not believed to be related to the heartware device by the treating physician. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was at home when he fell and hit his head. The patient was admitted to the hospital where computed tomography (CT) scan showed a small subdural bleed. The patient was eventually discharged home and doing well although still had some difficulty ambulating. The device remained implanted therefore it was not returned to the manufacturer for evaluation. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.